Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On 08/12/2014 to report the purely yours breast pump she uses gradually began experiencing low suction which resulted in decreased milk output from breasts, especially the right breast which is the main milk producer. Customer states she was diagnosed with right breast mastitis on (B)(6) 2014 after going to an urgent care center with symptoms of a breast infection. Customer was provided with a 10 day course of oral antibiotics which resolved the issue.